Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller was guided through the pump reset process, after which the error did not reappear, allowing the caller to successfully start their sensor session.